Event description:
A pt reported experiencing inaccurate erratic results with a lifescan meter. The pt's blood glucose results were 104, 222, and 365 mg/dl. Tests were done within 10 minutes with a difference of 67%. Pt did not experience any adverse events. No further info has been reported. Note: first reading only 104 mg/dl was taken from a venous sample.